Event description:
It was reported that this left ventricular (lv) lead intrinsic amplitude was out of range. Technical services (ts) reviewed the presenting electrogram (egm) and advised there was appropriate pacing and no evidence of noise/artifacts. The presenting egm had stored atrial tachy response (atr) events showing farfield r-wave oversensing (ffos) causing inappropriate mode switch. The longest mode switch was 19 minutes. All other lead measurements were stable. At this time, this cardiac resynchronization therapy defibrillator (crt-d) and leads remain in-service. No adverse patient effects were reported.